Event description:
Externalized conductor was reported. Electrical measurements are stable. The patient will be monitored through a home monitoring system.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.